Manufacturer narrative:
This report is being supplemented to provide additional information on the reprocessing step and based on the results of the device evaluation and the final investigation. Following field was update: d8, h2, h3, h6, h11. Additional information received from the customer about the reprocessing step. The scope was clean, disinfected, and sterilized the device before sending it to olympus. The forceps elevator was raised and lower three times by turning the elevator control lever while the immersion and the aspiration. The customer brushes the forceps elevator and flush detergent solution around the forceps elevator. The device was returned to olympus for inspection and the reported failure found during investigation was confirmed. According to the investigation, foreign objects were found in the scope forceps elevator wire. However, component analysis of the foreign material could not be identified. The root cause could not be identified. Based on the results of the investigation, it could not conclusively specify the root cause of the foreign material remaining in the device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E2/e3: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was observed that during device service / maintenance (not in a clinical setting), the duodenovideoscope exhibited dirt inside the wire. There was no patient involvement.